Event description:
A us distributor reported that a patient's electrode belt cable was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was due to the electrode belt¿s cable being cut, damaging all wires in the cable. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.